Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a reservoir leak. Customer was having issues with low blood glucose levels and smells a strong smell of insulin but there is nothing visible. Customer's blood glucose level was 121 mg/dl. Customer stated that leak was at the end of the reservoir where the plunger goes. Customer is sending back the reservoir. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.